Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed. No electrical anomalies were noted. Lead remains implanted.

Manufacturer narrative:
A partial lead was returned for analysis. External insulation abrasion was found at 30.7-30.9cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes the lead was explanted during atrial lead revision.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.